Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a delivery anomaly. Customer reported to have programmed a 2.5 unit of insulin delivery and instead, 100 units was delivered during bolus. Customer reported that there was no accidental button press. Customer's blood glucose was 231 mg/dl. Customer's blood glucose was dropping quickly but was not below 70 mg/dl. Customer was assisted with correcting fixed prime amount. Insulin pump passed displacement test. Customer was advised that insulin pump would be replaced for safety reasons.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was tested using a water fill reservoir; the boluses were delivered and properly recorded in history. No excessive delivery noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
The pump passed the delivery accuracy test.